Event description:
Customer reported receiving a failed battery test alarm on the insulin pump multiple times. Customer stated that it alarmed failed battery test and then turned off. Customer was unable to troubleshoot as they did not have new batteries available. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.